Event description:
It was reported to target that during a percutaneous transluminal angioplasty procedure the balloon of the fasstealth catheter burst. The procedure was completed using another fasstealth catheter. There was no harm to the pt's health as a result of this occurrence.